Event description:
It was reported that the patient was frustrated that her device was ¿not working like it was for a couple weeks and then it just stopped.¿ the patient reportedly wanted the device removed. Follow-up is being conducted to obtain cause, actions, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).